Event description:
AED used on a rescue call seemed to "shut off" during analysis. It came back on after lid was opened and closed a few times; appeared to work correctly afterward. Event has been reported to manufacturer. They will be testing the AED once we send it to them. During CPR, the AED directed the crew not to touch the patient so it could analyze the heart rhythm. After analyzing, the machine began to speak and then shut off. It went silent and the display said "replace battery." The crew closed and open the lid 2 or 3 times and the AED turned back on. It appeared to function normally for the rest of the call, and advised "no shock" for the subsequent two analyses. The AED is checked at the beginning of each shift to ensure it is "rescue ready." The crew on duty states that the AED was checked and the battery was at least 50 percent that morning before the call.